Event description:
It was reported the patient had a lead fracture in the past and the internal neurostimulator (ins) was off for a year and a half. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3389-40, lot# v005943, implanted: (B)(6) 2006. Product type: lead: product ID 3387-40, lot# v006488, implanted: (B)(6) 2006. Product type: lead. (B)(6). (B)(4).